Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was recommended to be replaced to resolve the issue. No report of patient involvement. No UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to switch ventilation modes as expected during pre-use check. There was no patient involvement.